Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was feeling fatigue and he received cgm low reading around 40mgdl on both "receiver" and mobile. The patient uses insulet op5 in modified closed loop. The bg was 352 mg/dl and the patient self administered 10 units of insulin using the omnipod5 pump on manual mode after that cgm remained at low readings around 40mgdl (no bg meter). The patient replaced the sensor and readings still displayed around 40mgdl (did not do bg meter), the spouse drove to the emergency room (ER) and when arrived nurse did bg showing 261mgdl while cgm was showing 42mgdl on a new sensor. The patient stayed at the hospital from around 5:00pm ((B)(6) 2025) to 1:00am ((B)(6) 2025) about 7hrs, treatment during the stay at the hospital is IV fluids and did blood work showing normal. He was discharged from hospital in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was feeling fatigue, the reported glucose values fall within the d zone of the parkes error grid. When the nurse took a bg at the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.